Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the nurse started to release the stent, after two squeezes on the trigger, they listened a noise and felt something happened on the trigger. The handle was broken. The physician removed the prosthesis from the scope; they opened a new evolution and placed it in the duct without any complications. No torsion with the endoscope and big structures was observed the indication was simple. The doctor inserted easily the stent in the operating channel. The nurse didn't notice any defect when she output the stent from the packaging customer rang on (B)(6) 2025 to report an issue with the product but does not have any details yet. He will email them later. We attempted to insert a biliary stent on (B)(6) 2025 in a patient of dr. (B)(6) and it ended in failure. In fact, we were unable to release it; we started the release, and it had barely begun when we heard a crack in the wrist. We were then unable to advance the stent allowing the release. What was the position of the elevator? Open, details of the wire guide used (diameter)?0.035. Did the patient require any additional procedures as a result of this event? No what intervention (if any) was required? Na was the secondary intervention performed during the same procedure as the device failure or was it scheduled or another day? N/a, were there any visual defects with the handle of the device? Were any other defects (other than the complaint issue) observed on the device? No what was the length and diameter of the stricture? Under 6cm was there resistance felt passing wire guide through stricture? No was there resistance felt passing the evolution through stricture? No was the stricture dilated before stent placement? No was the yellow marker kept in view during deployment? Yes.

Event description:
A supplemental correction report is being submitted following a review of this complaint file to update the imdrf codes. The investigation was completed on 07-oct-2025.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-6-b device of lot number c2310507 involved in this complaint open in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 25 aug 2025. Visual inspection: safety wire returned separately to device. Protective tubing returned on introducer. Directional button is in the deploy position. Red safety tab not returned. Red shuttle on the last dimple past the ponr. Stent is partially deployed. Functional inspection: handle actuating fine for deployment and recapture. Unable to deploy stent. Handle opened to internally inspect device, all cogs intact. Sheath tube observed to be separated from shuttle cap. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2310507. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be established. However, a potential root cause could be attributed to the challenging patient anatomy and a tight stricture. It appears that a high deployment force caused the sheath tube to separate from the shuttle cap. This may have been due to the tight stricture. Based on the information provided, the length of the stricture was under 6cm, but the exact diameter was not included in the complaint report. Additionally, it is known that the stricture was not dilated before the stent placement. It is possible that the pressure from the tight stricture resulted in the high deployment force, which in turn, led to the sheath tube separating from the shuttle cap. As a result, the stent could not be deployed. Confirmation of complaint: the complaint reported by the user was confirmed based on visual/functional inspection. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation the user was unable to deploy the stent from 1 unit of lot c2310507of evo-fc-10-11-6-b device. The customer changed to a new stent, and it successfully deployed. Confirmed quantity of 1 device, confirmed used. The patient did not experience any adverse effects due to this occurrence. A definitive root cause could not be established. However, a potential root cause could be attributed to the challenging patient anatomy and a tight stricture. It appears that a high deployment force caused the sheath tube to separate from the shuttle cap.